Event description:
Patient revised for disassociation of liner and cup.

Event description:
Reporter alleged obtaining the result of 170 mg/dl on the aviva system compared back to back with the result of 379 mg/dl on the professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.